Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00184, 00186, 00187. This event occurred in (B) (6).

Event description:
Allegedly revised due to infection.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Device used according to label indications.